Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 she obtained results of "104 and 96 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lfs criteria for precision. In addition the patient felt that these results were inaccurately low in comparison to a result of "210mg/dl" obtained on an unknown meter, performed within an unknown time of each other. The patient manages her diabetes with metformin 850mg pills and it is unknown what changes, if any, she made to her usual diabetes management routine in response to the alleged issue. The patient reported that 7 days after the issue occurred she developed a symptom of blurred vision and on (B)(6) 2016 she visited her doctor's office where she had her medication changed. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used, however the subject test strips were out of date. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hyperglycemic event after the meter issue occurred.